Manufacturer narrative:
Device evaluation summary: monitor sn (B)(4) was returned and evaluated at the distributor. Upon evaluation, the rear response button was intermittently functional. The cause of the intermittent response button was isolated to a damaged response button flex cable. The root cause of the damaged response button flex cable was unable to be positively identified. No adverse event resulted from the defective monitor.

Event description:
During a retroactive review of distributor incident files, conducted as a CAPA in response to a 2015 FDA inspection, a reportable malfunction was discovered. A patient's monitor had a defective response button.